Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "insufficient cautery". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have damage to the conductor wire¿s insulation. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any other complaints involving this product or this event. A review of system logs for system sl0273 with a procedure date of 09-dec-2020, confirmed a fbf instrument (pn# 470205 - 17/lot # n11200713-0117) was used during this procedure. The fbf instrument has 10 lives allotted to it. There are 9 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fbf instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: it was identified that the instrument had conductor wire insulation damage which could lead to inadvertent transmission of energy to tissue other than intended via the exposed conductor wire. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had cautery issues. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information. There was no cable damage observed. No error messages were displayed when the issue occurred. The procedure was completed with a back-up instrument with no reported injury. No further details were available.